Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. Electrical continuity test was performed and passed. No thermal damage was observed. The root cause of this failure is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (part# 470205-17 / lot# n14200127 0010) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4) with 4 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent energy transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the wire was messed up. There was no report of patient involvement. Intuitive surgical, inc. (Isi) conducted follow-up to obtain additional information. However, no further details are available as of the date of this report.